Event description:
Pt was admitted with low back pain, l4-5 broken screw. Surgical procedure performed 6/9/94 was exploratory lumbar fusion (l4-5) removal plates and screw and broken pedicle screw in sacrum. (The right 5, screw was fractured). The fusion was considered solid.